Event description:
It has been reported to co that during the procedure while the device was in place within the artery, the device leaked. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.